Event description:
It was reported that a malfunction occurred on a pump while the customer was loading a cartridge. There was no reported impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction code appeared again.